Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead dislodgement was confirmed via a chest x-ray. The lead was replaced.